Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a site change, the user experienced fluctuating elevated blood glucose values while using the ilet, with a reported peak of 216 mg/dl and duration outside target for a couple of hours, and no alerts or occlusions during a successful fill tubing check confirming insulin delivery. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included customer care troubleshooting and education. Investigation of this case revealed insulin delivery was observed at the cannula during priming and the pump functioned as expected during checks. It was concluded that the cause of the hyperglycemia was unclear and that the device performed as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.